Event description:
The patient's clinical status is not addressed, but one day post implant, the device exhibited >2500 ohms impedance with capture thresholds at 2.5v, 0.5ms. The device was removed from the pocket and inspected. The pin was inserted and the setscrew was tight. The lead tested normal after being dis- connected from the pulse generator and readings were also good when the leads were reconnected to the pulse generator. The physician elected to replace the device.